Event description:
The customer reported via phone call that he was receiving no delivery alarms and was not able to use 4 sets because he had issues during priming. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer will be sent replacement supplies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.